Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System check ran on 07/14/2006 was within specifications. Customer collects samples in bd, plastic, 3.5ml lithium heparin with gel separators tubes. The specimens are centrifuged at 3,700 rpm for 10 minutes. Specimens are sampled from insert cups. The customer stated that sample appearance was "okay". A field service engineer (fse) was dispatched to the customer's lab eleven days later. The fse performed diagnostic testing which met specifications. The fse verified that the instrument was operating per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access instrument. A patient sample was tested for accu tni and a result of 3.28ng/ml was obtained. The accu tni result was reported out of the lab and questioned by a physician. On the next day, a fresh sample was collected from the patient and tested for accu tni; the result was "negative" (actual result was not provided). The 1st sample was re-tested for accu tni twice and two (2) results of 0.08ng/ml were obtained. The customer repeated accu tni testing on the 2nd sample. The repeat accu tni result was 0.02ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.